Manufacturer narrative:
(B)(4). The product is in the process of being returned to zimmer biomet for investigation. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Event description:
It was reported that the device does not work properly. Per the customer, the device turned off during its work or does not power on. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On april 17, 2018, it was reported that the device does not work, properly. The device turned off during its work or does not power on. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. The previous repair report review found that all verifications, inspections and tests were successfully completed. Medicrea has previously repaired/evaluated electric dermatome serial number (B)(4) as documented in the repair reports in vdoc services. The last evaluation was on february 21, 2018 where it was reported that the device switched off during work and switch, semi-circle, seal and vespel were replaced. This is not a related issue. Product review of the electric dermatome by medicrea on april 25, 2018 revealed that the motor has no torque and also technician stated that when the motor was checked without neck and removed the body and it was easy to break and stop the motor. It was also noted that the device calibration was out of specifications. Repair of the electric dermatome was performed by medicrea on may 28, 2018 which included replacement of the bearings, motor, seal, vespel and screw. Electric dermatome, serial number (B)(4) was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by medicrea it was noted that the motor has no torque and also technician stated that when the motor was checked without neck and removed the body and it was easy to break and stop the motor. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by medicrea it was noted that the motor has no torque and also technician stated that when the motor was checked without neck and removed the body and it was easy to break and stop the motor. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.